Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead on the perfusion system. The batteries are not accepting a charge. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.